Event description:
It was reported that a patient presented with loss of capture noted on the patient's left ventricular lead. The lead was explanted on (B)(6) 2026. The patient was discharged without reported adverse patient consequences.